Event description:
It was reported that during meniscus repair surgery, both ultra fast-fix's t1 and t2 were deployed simultaneously. There was a delay of under 30 min and the procedure was completed using a s+n backup device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: d10, h2, h3, h6. One 72201491 curved ultra fast-fix assembly used in treatment, was returned for evaluation. This style product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the delivery needle tip. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The outer blue split protective cannula was returned attached to the device. The depth limiter was returned trimmed and attached to the needle. T1, t2 and suture were returned separated from the device. The anchors were cinched tightly together. There was unusual knotting observed. The needle itself showed no damage. The actuator lever was found in the forward position. Complaint history review indicated similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.